Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced on (B)(6) 2019 a blood glucose of 426 mg/dl, with polyuria, nausea, symptoms of dehydration, vomiting, large ketones, and a headache, associated with an alleged power issue. Reportedly, the patient was hospitalized at the time of the call, and was treated with insulin via injection, and intravenous fluids by their healthcare provider. During troubleshooting with customer technical support, it was revealed, the basal rate and bolus settings were adjusted by the patient¿s healthcare provider. The pump allegedly had intermittent power, the yellow o-ring was visible, and the battery cap was unable to be tightened to the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.